Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, a video was received from the field and it appears to show the device deformity during procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video was received from the field and it appears to show the device deformity during procedure. However, it could not be confirmed as there was no shape of device deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f delivery system was used. Based on the information available, the cause of the reported incident appears to be related to procedure circumstances. Per the instructions for use, the minimum recommended the sheath size delivery system for use with a 7mm amplatzer septal occluder is an 6f.

Event description:
It was reported that on (B)(6) 2023, a 7mm amplatzer septal occluder was selected for an implant. During the procedure, the occluder presents a cobra deformation. The physicians removed the device from the patient, "massaged" it in solution and reload it one more time. The second attempt has the same issue. The was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician replaced the device with a 9mm amplatzer septal occluder amplatzer that completed the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.